Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had issues with their vyalev infusion set and the cannula came out during the day at work and was reinserted, but was completely out. After 3 days, the infusion site started oozing and developed bruising. The patient experienced infusion site reaction, diarrhea, and abdominal cramping, which was unusual as they typically have constipation. The patient used a dressing under the cannula to help with bruising. No further information was available.